Manufacturer narrative:
Additional information was added to : the device was received for evaluation visual inspection did not identify any abnormalities that could have contributed to the reported condition. The coupler rings show very little sign of use (one manipulation mark and a very small amount of dried blood on one ring). The rings do not appear to have been used fully in a surgical process; they do not show any signs that the vessel had been everted onto the pins (very small amount of dried blood and no sign of tissue) or that the coupler rings had been approximated (the mating holes show no sign of pin piercing). The reported condition was verified. The cause of the condition could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coupler "came off when it unlocked after it was closed and released". This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.